Event description:
It was reported that the tubing of a light sensitive drug set leaked at the point where it enters the infusion pump. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a follow-up MDR will be submitted.